Manufacturer narrative:
H.6. Investigation: two photos wee received and evaluated. The photos depict two sets of connected blister packages of safetyglide needles, confirmed to be from batch #0002418 (p/n 305917). Two packages from cavities 38 and 39 have last digit of the expiration date cut off. Two packages from cavities 16 and 17 have two often last digits of the expiration date cut off. Batch 0002418 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd was able to verify the detection and characterize the condition reported by the customer. A potential root cause for the cut off expiration date on the package is associated with the packaging process. Two exception investigations (gen-2131-exp and gen-2132-exp) were opened to determine the root cause and corrective actions for quality and for manufacturing for the defects identified on the line at the plant level. A CAPA initiation determination (ID # 1619250) was initiated as a response to this complaint. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw was missing an expiration date. The following information was provided by the initial reporter: "expiry date not readable."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw was missing an expiration date. The following information was provided by the initial reporter: "expiry date not readable."